Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the torque for the thickness control lever was loose. The vespel and semi-circle bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was skipping. There was no delay reported. Additional graft was needed, full thickness instead of split thickness. Due diligence is complete and no additional information is available.